Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that a connector broke during a supply change, with part of the connector becoming stuck inside the pump. The remaining piece was removed with tweezers, and the user was able to resume use. No blood glucose impact or symptoms were reported, and no medical intervention was required.